Manufacturer narrative:
The stent was returned partially deployed by approximately 5mm. A visual examination revealed that the shaft was kinked at the guidewire access port, and the inner lumen had folded back on itself at 10mm proximal to the inner member jacket. During functional analysis, significant resistance was met when an attempt was made to retract the outer sheath. No issues were noted with the stent profile. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure, within the common bile duct of patient on (B)(4), 2011.according to the complainant, during the procedure the stent would not deploy. The procedure was completed with a different size wallflex biliary rx stent. There were no patient issues or complications reported as a result of this event.despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.investigation results revealed that the stent was received partially deployed by 5mm. Therefore, based on the condition of the returned device, this event is now considered reportable.